Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for blood glucose of 340mg/dl and no delivery alarms troubleshooting found that the cannula was bent and customer was advised on insertion and site placement. Customer declined to do the high pressure test and was advised to change out the entire set, reservoir and insulin and treat per their doctor's instruction. The customer was advised to call back when tubing clamp received fur further troubleshooting.